Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional, through sales representative, reported "rupture" and capsular contracture baker grade unknown. This record is for the right side. The device status is unknown.

Event description:
Healthcare professional later reported "painful hardening of implant with malposition, grade IV capsular contracture and possible mastitis." Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: malposition.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7

Event description:
Healthcare professional, through sales representative, reported "rupture" and capsular contracture baker grade unknown. Healthcare professional later, through sales representative, reported "painful hardening", "malposition", "possible mastitis" which is not device related and "capsular contracture", baker grade IV. Healthcare professional later confirmed "it was only capsular contracture and no rupture. Therefore, it will be unreported". Capsulectomy was performed. This record is for the right side. The device was explanted.